Event description:
Black marks on charger and tripped out electrics... Overheat residue - oral-b toothbrush [device catching fire] . Case narrative: consumer stated on phone that oral-b toothbrush had black marks on the charger and it tripped out the electrics. There were indications of overheat residue on toothbrush. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.